Event description:
International customer reported that a patient underwent a right, direct, laparoscopic inguinal hernia repair procedure in 2008. Postoperatively, the patient was seen the following month, and extrusion and pain were noted. No medical or surgical intervention was noted. Additional info was requested; no further info was provided.

Manufacturer narrative:
Other: - non-specific extrusion occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.